Event description:
It was reported that during an endometrioses procedure, the blade was broken, could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. St.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time